Event description:
A customer observed positively biased quality control levels and a shift expected values of expected patient correlation values while using lot 1110 of the troponin I assay. Elevated results of the magnitude obtained may lead to inappropriate physician action. There were no results reported and no report of patient harm as a result of this event.